Event description:
It was reported that the "patient was in dialysis bleeding from tunnel site. When patient was brought to radiology, catheter was removed and hole was present on catheter between the hub and the cuff inside the tunnel."